Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient exhibited increased pain despite the upward titration of drug. He also developed neurological symptoms including lower extremity weakness and a loss of bladder control. An MRI was ordered and the diagnosis of an inflammatory mass at the catheter tip was made. It was indicated that surgical intervention was performed to explant the catheter. The device system was used to deliver morphine, bupivacaine, clonidine, and prialt. Four days later, it was reported that the catheter had slipped out of the intrathecal space and into the epidural space where it formed a calcified mass. There was no infection noted and, at the time of report, the patient¿s neurological symptoms had resolved. It was noted that a replacement surgery had not been scheduled.